Manufacturer narrative:
An evaluation of the device cannot be performed as it was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Maude event report, voluntary report no: (B)(4): "vol (B)(6) 2011: "I had total knee replacement on (B)(6) 2008. The surgeon used the stryker implant with custom cutting guides from otis med corp and an 11mm spacer. From the onset, I had severe pain and instability of the knee for more than a year after tkr. On (B)(6) 2009, I underwent another surgery. The post-operative diagnosis stated on the operative report is as follows: painful right total knee arthroplasty with instability secondary to pcl insufficiency. Synovial hypertrophy with patellofemoral clicking. Neuropathic pain, anterolateral aspect of the right knee. The procedures performed as stated on the operative report is as follows: right total knee arthroplasty/arthrotomy, partial synovectomy and cultures. Right total knee arthroplasty, revision of tibial liner to a 13mm highly congruent spacer. Since the surgery to exchange the spacer, I am experiencing less pain. However, I still can't walk correctly as it feels like my right leg is too long and my foot can't clear the floor. This has, in turn, caused pain in my hips and lower back."